Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument had a bend shaft. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a bent main tube. The bending damage is located around the middle approximately 6.06" from the distal tip of the main tube. Components adjacent to this bent main tube do not show damage. The instrument was found to have the jaw cover torn. The tear measured roughly 0.053". A visual inspection displayed no signs of missing fragments. The complaint was confirmed by failure analysis.

Manufacturer narrative:
A review of the provided image is consistent with the alleged complaint. The instrument had a bent shaft.

Event description:
Refer to h10/h11 for follow-up information.